Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a spinning spiros closed male luer, red cap where it was reported that the patient was sent home with a cadd tubing set connected to spinning spiros where the leakage happened between connection of spinning spiros and distal end of cadd set tubing. Due to the leaking, the patient taped around the connection. The patient had a cadd pump connected to her, and the spiros came off during the home infusion, and she needed to tape the parts together to complete the treatment without chemo spill. There was a delay of 10 to 15 minutes. There was a patient involvement, and no reported patient harm but a high propensity for chemo exposure.